Event description:
It was reported in a clinical study that patient underwent primary oxford knee surgery on (B)(6) 2007. Revision procedure was performed on (B)(6) 2013 due to progression of lateral oa. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
It was reported that these components were revised due to ¿progression of lateral oa (osteo-arthritis) after medial oxford¿. The retrieved components did not show any major unexpected deviations from their manufactured condition. The manufacturing history records indicated that the components were manufactured correctly. Note that the returned complaints form indicates that the cause for revision was neither device nor procedure related. No further conclusions can be drawn based on the information received.